Event description:
It was reported patient had devices removed 3-4 months post implant due to infection. The patient received antibiotics. The patient was implanted with a new system at a later date.

Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimlator product ID 37085-60, serial# (B)(4), product type extension product ID 37085-60, serial# (B)(4), product type extension product ID 3389s-40, lot# v972376, product type lead product ID 3389s-40, lot# v972376, product type lead product ID 37085-60, serial# (B)(4), product type extension product ID 37085-60, serial# (B)(4), product type extension product ID 3389s-40, lot# v972376, product type lead product ID 3389s-40, lot# v972376, (B)(4).